Event description:
Per complaint (B)(4), a patient presented to clinician with symptomatic implant site and presented exudate on pressure. The implant was extracted.

Event description:
Per complaint (B)(4), a patient presented to clinician with symptomatic implant site and presented exudate on pressure. The implant was extracted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.